Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received the open book image on the insulin pump screen. The customer¿s blood glucose level was 295 mg/dl. The customer stated that there was a red x pointing out to an a open book on insulin pump screen. Customer stated that the insulin pump had unspecified insulin pump error. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No critical pump error alarms or e/a alarms unspecified noted. No damage on electronic assemblies noted.